Event description:
It was reported that a 6f angio-seal was deployed in the right femoral artery (rfa) post diagnostic cardiac catheterization. Four days later, due to the patient's complaint of pain, an ankle brachial indices (abi) ultrasound was performed, which was inconclusive. It was recommended that the patient have a runoff performed. Three days later, the patient still complained of pain and presented back to the cardiac cath lab. The patient had a subsequent distal aorta runoff performed through the left femoral artery. It was then noted that the rfa was occluded at the site of the angio-seal deployment. The patient was transferred to a local hospital with a heparin drip (dose unknown) and the left femoral sheath sutured in place. The patient then underwent surgical revascularization of the rfa. The patient was recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.